Event description:
It was reported that atherosclerotic occlusive disease of the lower extremities occurred. The subject underwent treatment with the eluvia drug eluting stent on (B)(6) 2023 as a part of the elegance clinical trial. The target lesion was in the right proximal superficial femoral artery, right mid superficial femoral artery and right distal superficial femoral artery with 5.5 mm proximal reference vessel diameter and 4.8mm distal reference vessel diameter. The lesion length was 60 mm with 100 percent stenosis and was classified as tasc ii d lesion. Prior to target lesion treatment with study device, pre-dilation was performed using a 4 mm x 200 mm non-bsc pta balloon, 5 mm x 60 mm non-bsc pta balloon and a 5 mm x 220 mm non-bsc ptx drug coated balloon. Treatment of target lesion was performed by placement of 6 mm x 60 mm eluvia drug-eluting stent. Following treatment was performed by post-dilation using 5 mm x 60 mm non-bsc pta balloon and the final residual stenosis was noted to be 0 percent. On (B)(6) 2023, the subject was discharged from the hospital on dual anti-platelet therapy. On (B)(6) 2024, the subject was noted with symptoms related to atherosclerotic occlusion of the lower extremities and was hospitalized for further evaluation and treatment. In response to the event, percutaneous intervention was performed and later discharged from the hospital.

Event description:
It was reported that atherosclerotic occlusive disease of the lower extremities occurred. The subject underwent treatment with the eluvia drug eluting stent on 08november2023 as a part of the elegance clinical trial. The target lesion was in the right proximal superficial femoral artery, right mid superficial femoral artery and right distal superficial femoral artery with 5.5 mm proximal reference vessel diameter and 4.8mm distal reference vessel diameter. The lesion length was 60 mm with 100 percent stenosis and was classified as tasc ii d lesion. Prior to target lesion treatment with study device, pre-dilation was performed using a 4 mm x 200 mm non-bsc pta balloon, 5 mm x 60 mm non-bsc pta balloon and a 5 mm x 220 mm non-bsc ptx drug coated balloon. Treatment of target lesion was performed by placement of 6 mm x 60 mm eluvia drug-eluting stent. Following treatment was performed by post-dilation using 5 mm x 60 mm non-bsc pta balloon and the final residual stenosis was noted to be 0 percent. On 10november2023, the subject was discharged from the hospital on dual anti-platelet therapy. On 09april2024, the subject was noted with symptoms related to atherosclerotic occlusion of the lower extremities and was hospitalized for further evaluation and treatment. In response to the event, percutaneous intervention was performed and later discharged from the hospital. Additional details were provided regarding the occlusion from april2024. On 10-april-2024, right lower extremity angiography revealed smooth blood flow of the right deep femoral artery. The distal common femoral artery had segmentally severe stenosis. Thrombosis and occlusion was noted in right superficial femoral artery stent. The popliteal artery was partially visualized through the lateral branches. The blood flow of the right anterior tibial artery, posterior tibial artery and peroneal artery were slow. The in-stent thrombotic occlusion noted in right superficial femoral artery was treated by thrombectomy using 6f rotarex catheter. Repeat angiogram revealed severe stenosis noted in the femoral-popliteal transition and residual stenosis in proximal and mid superficial femoral artery. Hence, balloon dilation was performed using 4 mm x 150 mm saber balloon to treat the stenosis in right superficial femoral artery and common femoral artery. Post treatment, the final residual stenosis was noted to be 0 percent. In addition, moderate stenosis noted in right distal common femoral artery was treated by balloon angioplasty using 5 mm x 80 mm endovestec drug coated balloon. Final angiography revealed patent right common femoral artery, superficial femoral artery, popliteal artery, and sub-knee branch arteries with no obvious residual stenosis or dissection. The flow velocity of the distal arteries was significantly increased with no clear filling defect found until the foot. On 12-april-2024, ankle brachial index re-examination was performed which revealed low pressure in the dorsal foot artery and posterior tibial artery. On 16-april-2024, re-examination of right lower extremity arteries suggested uneven thickening of the intima-media membrane with multiple plaques, 50-69 percent stenosis of common femoral artery stenosis, 50-69 percent stenosis of deep femoral artery stenosis, occlusion of the superficial femoral artery, segmental stenosis of popliteal artery, anterior tibial artery, posterior tibial artery and peroneal artery. Based on the above findings, the subject was diagnosed with lower extremity atherosclerotic occlusive disease. On 17-april-2024, right lower extremity angiography revealed smooth blood flow of common femoral and deep femoral arteries, thrombosis and occlusion in right superficial femoral artery stent. The popliteal artery was visualized through the lateral branches. The three arteries below the knee were noted to be unobstructed. On the same day, thrombotic occlusion noted in right superficial femoral artery stent was treated by thrombectomy using 6f rotarex thrombectomy. Subsequently, severe stenosis noted in the femoral-popliteal transition and residual stenosis noted in proximal and middle segments of the superficial femoral artery was treated by balloon dilation using 4 mm x 150 mm saber pta balloon. Followed by severe calcification noted in right sfa was treated by dilation using 5 m x 60 mm shockwave balloon, 5 mm x 250 mm xianruida drug coated balloon and 5 mm x 220 mm endovastec drug-coated balloon. Final angiography revealed patent right superficial femoral artery with no obvious residual stenosis or dissection. The flow velocity of the distal arteries was significantly increased with no clear filling defect found until the foot. Post treatment, the patient general condition was good with no obvious discomfort. The skin of four limbs were noted to be warm, and bilateral dorsal arteries pulses were palpated. On 22-apr-2024, the subject was discharged from the hospital on dual antiplatelet therapy.